Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 5.5" (14 cm) appx 0.55 ml, smallbore trifuse ext set w/3 chemoclave¿, spiros¿ w/red cap, 3 clamps generated a leak. The reported issue was leaking at the bonded sprios site. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of leakage was not confirmed on the returned set. No visual anomalies were observed on the returned set. When the returned set was hydrostatically pressure leak tested, no leaks were observed. The product had performed per the specification. A device history review (DHR) and relevant commodities were reviewed, and no discrepancy was identified. D9 - date returned to mfg: 1/30/2024.